Manufacturer narrative:
Initial 1 of 7. Name: tandem. Country: united states of america. Address ¿ (B)(6). Address ¿ (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that infusion set cannula was bent within three hours of insertion which led to hyperglycemia and treated with correction bolus using pump. The event occurred on (B)(6) 2026